Event description:
Per the clinic, the device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on december 15, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 21, 2024.